Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation ongoing. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the suture broke in a procedure. During a surgery, the suture broke while being used intra-dermally. There was no harm to the patient but further patient data was not available. Additional information was requested.

Manufacturer narrative:
Associated reports: 3003639970-2019-00030, 3003639970-2019-00028. Sample received: 1 open pouch. Analysis and results: there is one previous complaint of the same code-batch regarding the same issue and from the same customer (closed as not confirmed after analysis). We have received one open and used sample with the thread broken and the needle detached from the thread (there are rests of blood in the thread surface). However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Tightness test to the closed sample received in the previous complaint was performed and the unit was tight. Furthermore, we tested the knot pull tensile strength of the closed sample received in the previous complaint and the result fulfilled the requirements of the european pharmacopoeia (ep): 1.73 kgf (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Remarks: when working with safil suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.